Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Investigation result: a visual examination of the complaint device revealed that the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole found at the proximal ro marker. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the balloon would not inflate due to the visible leaking under endoscopic view. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results found a pinhole in the balloon; now this is an MDR reportable event.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the balloon would not inflate due to the visible leaking under endoscopic view. The procedure was completed with another hurricane rx dilation balloon.   There were no patient complications reported as a result of this event. Investigation results found a pinhole in the balloon; now this is an MDR reportable event.

Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Problem code 1504 captures the reportable investigation result of balloon pinhole. Investigation result: a visual examination of the complaint device revealed that the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to a pinhole found at the proximal ro marker. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Correction: usage of device.